Event description:
It was reported that the patient experienced a cerebral vascular accident (cva). It was reported via (B)(6) that a patient had the watchman laa closure device implanted on (B)(6) 2019. The patient was taken off blood thinners on (B)(6) 2019. On (B)(6) 2019 the patient experienced a cva.